Manufacturer narrative:
Subject device has been received and a product investigation was performed. The investigation of the complaint articles indicates that: the handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are signs of misuse on the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and a manufacturing investigation action was conducted/performed. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are signs of misuse on the instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: we have forwarded the complained article to the responsible sustaining center for evaluation. We are now in the receipt of the investigation result. The handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the shaft diameter change. There are signs of misuse on the instrument. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. We can only assume that a mechanical overload situation has led to the damage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number: (B)(6). A device history record (DHR) review was performed for part # 359.219, lot # 9424101: manufacturing location: (B)(4), manufacturing date: 19.jun.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that the blue plastic handle of the inserter broke intraoperatively. No patient harm and surgical delay reported. This report is for one (1) inserter for ti elastic nails this is report 1 of 1 for complaint (B)(4).